Manufacturer narrative:
Results: the regulator knob was loose on the pump max housing. Conclusions: evaluation of the returned pump max revealed that the regulator knob was loose. If the regulator knob is rotated beyond its stopping point while increasing and decreasing the aspiration vacuum, the regulator knob may become loose. During functional testing, the pump max was able to power on; however, the aspiration vacuum could not be adjusted using the regulator knob. The pump max housing was removed by the penumbra investigator. It was noticed that the regulator knob tubing inside the pump max housing would kink, as the knob was rotated clockwise and counter clockwise while adjusting the aspiration vacuum. The loose regulator knob likely prevented the pump max aspiration vacuum from being adjusted during preparation. Penumbra pumps are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a penumbra system aspiration pump max 220 (pump max), the hospital staff found that the regulator knob on the pump max would not change the aspiration level. It was noted that the hospital staff attempted to increase and decrease the aspiration using the regulator knob, but there was no change. The issue with the pump max was found prior to use and therefore it was not used in the procedure. The procedure was completed using another pump max.